Event description:
It was reported that a compact speed reducer device had " the protective cap broken off inside". The device was found on a tray with no additional information. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation. (B)(4) evaluated the device.  The reported condition was duplicated and confirmed.  The assignable root cause was determined to be mis-handling.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.